Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product involved in this complaint to perform failure analysis. At the time of this report, the customer has not issued the return of the 8mm small grasping retractor instrument.

Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the 8mm small grasping retractor instrument was not recognized during the operation. The customer re-installed in many times with different universal surgical manipulator (usm), but it was not recognized and needed to replace the instrument. The customer found the wire was broken. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use and nothing ordinary was observed. No instrument collision with any other instrument. Yes, there were issues related to opening/closing of the grips. No, there were no issues related to left/right (yaw) motion of the grips. No, there were no issues related to up/down (pitch) motion of the wrist. One cable was visibility protruding out. No fragment fell inside the patient. No media available for review.